Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during an unknown procedure, two drill bits broke. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted and it states that the drill bit was broken off. It is obvious that the drill bit was overturned by excessive applied torsional force. A visible sign on the tip indicates that the drill bit got stuck either in the bone or in the drill sleeve and as the user turned with thigh force leading to a damaged drill bit. Therefore, it is recommended to not turn the drill bit during insertion into the drill sleeve in order to prevent jamming in it, and the blunt drill bits require more mechanical power during application. No product fault could be detected.